Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist had to remove the dental implant because it had no primary stability. Patient had bone type IV and the implant was not replaced during surgery.